Manufacturer narrative:
Combination product: yes. The lead was returned. Analysis will not be performed. The patient consent declaration as required per mpdg §72 (6) is not available despite multiple attempts. It was not possible to obtain around the time of surgery and the manufacturer has no access to the patient afterwards. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was explanted due to loss of capture leading to patient symptoms.